Event description:
Prior to putting a pt on support, the bvs console was powered up and was found to have no display. Abiomed field service found that the problem was due to a poor solder joint. The connection was corrected and there were no further problems. There was no impact to a pt. A review of the field service database found no similar instances.